Event description:
A purchasing assistant reported inconstant biometry during an exam. Consequently, the pt had a 2 diopter hyperopic outcome in the left eye following cataract surgery. The pt's target outcome was emmetropia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).